Event description:
It was reported that a patient presented with pocket pain due to implantable cardioverter defibrillator (ICD) migration and impending pocket erosion. The physician elected to explant and replace the ICD. The patient condition was stable following the procedure.

Manufacturer narrative:
Correction: h6 - health effect clinical code: pocket erosion not previously reported.

Manufacturer narrative:
Product was returned with report of device migration. Interrogation of the device revealed the device was at elective replacement indicator (eri) or end of service (eol) when received.